Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the viscous fluid control tubing set (vfc) was not able to aspirate the oil during a procedure. A syringe was used to run solution through the blue connector to unclog the tip, and the rubber stopper did not show movement when the mode was changed to removal of air. The product was replaced and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A used viscous fluid control tubing set (vfc). A syringe, a gray tip plunger and a 25 gauge (ga) cannula were returned and visually inspected. In its returned condition, the gray tip plunger was at the bottom of the syringe barrel. The tip of the 25 ga cannula was bent. The high density polyethylene (hdpe) blue tubing was not returned. Silicone oil was in the syringe barrel and the gray tip plunger. The gray tip plunger was removed from the syringe barrel and silicone oil was filled into the syringe. The vfc tubing set was tested using a console. Utilizing pressure in injection mode, the sample could expel silicone oil with the 25ga cannula. In vacuum extracted mode, silicone oil could be aspirated to the syringe barrel. The plunger performed smoothly. Rfid connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. The root cause of the customer's complaint could not be established. The returned sample functioned per specifications. After an investigation of this complaint, it has been determined, that this sample functioned per specifications. Therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).